Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 390 mg/dl. During troubleshooting with tandem technical support with tandem technical support, the pump time was found to be inaccurate. Reportedly, the customer set the pump time incorrectly. Tandem technical support guided the customer through adjusting the pump time. Customer delivered a correction via the pump to address bg values.